Event description:
It was reported there was difficulty assessing atrial capture. Pacing at high outputs was tried, but there was still no conduction. Both bipolar and unipolar testing was tried, but there was still trouble assessing capture. P-waves at implant, three weeks prior, were only 0.25 mv and capture threshold was 1.5v. Additional information from the field representative stated that upon further review it was determined the atrial lead was capturing. Later review of manufacturer's database revealed the patient had died (B)(6) 2010. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported there was difficulty assessing atrial capture. Pacing at high outputs was tried, but there was still no conduction. Both bipolar and unipolar testing was tried, but there was still trouble assessing capture. P-waves at implant, three weeks prior to the reported event, were only 0.25 mv and capture threshold was 1.5v. It was also reported the patient has had multiple medical issues before and since implant. An x-ray of the lead position was suggested. Additional information from the field representative stated that upon further review it was determined the lead was capturing. Later review of manufacturer's database revealed the patient had died (B)(6)2010. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up with clinic reported the patient was never seen there and "it looked like this patient never left the hospital after implant." Five days after implant, patient had echo that revealed a "trivial pericardial effusion." Thirteen days after this, note that the wound check at the hospital showed healing fine. It was also reported there was atrial capture and there was no device malfunction. The patient had multiple co-morbidities (including a major bowel obstruction after cardiac surgery) and had received pacemaker after having had cardiac surgery. Patient had not been pacemaker dependent and the pacemaker was functioning normally.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.